Manufacturer narrative:
(B)(4). D10: medical products: item#: 110028055, compr 3-in-1 impactor; lot#: 844020. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to implant the implant, the tip of the instrument fractured. There was no foreign body or harm to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. Neither impactor had the poly impactor tip returned with the device. Visual examination of the returned products identified signs of use with witness marks on the strike plate and wear and tear on the handles of the impactors. Both threads on the distal ends of the device have epoxy residue on the threads. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.